Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple requests for return of device have been made but no device has been returned.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the duck-billed valve fell into the patient. The fallen duck-billed valve was removed from the patient. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).